Event description:
Caller reported experiencing multiple alarms and occlusion events. Customer¿s blood glucose (bg) level was 410 mg/dl. To resolve the occlusion issues, the customer changed the infusion set and cartridge, resuming insulin therapy successfully.